Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak blood glucose (bg) of 400 mg/dl because no insulin had been delivered since 2:38 pm. The user called at 8pm reporting the high and it seemed the cartridge was empty stopping insulin delivery. After a full supply change deliver resumed and the user was advised to call back if bg did not come down. There was no further intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.